Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Efficacy of transcatheter patent foramen ovale closure for drug-resistant migraine: initial experience in japan and long-term outcome.

Event description:
The article, "efficacy of transcatheter patent foramen ovale closure for drug-resistant migraine: initial experience in japan and long-term outcome", was reviewed. The article presented a retrospective, single center study on the efficacy, safety, and long-term effects of transcatheter patent foramen ovale (pfo) closure in migraine patients refractory to medical treatment. Devices included in the study were solely amplatzer pfo occluder. The article concluded that pfo closure may provide significant relief for patients with drug-resistant migraine, particularly those with aura. These findings support further investigation to better define its clinical indications and potential benefits. [(B)(6)]. The time frame of the study was not reported. A total of 27 patients were included in the study, of which all received an abbott device. The average age was 36.4 years and the majority gender was female. Comorbidities included patent foramen ovale, and migraine (with/without aura).

Manufacturer narrative:
B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: efficacy of transcatheter patent foramen ovale closure for drug-resistant migraine: initial experience in japan and long-term outcome. Summarized patient outcomes/complications of efficacy of transcatheter patent foramen ovale closure for drug-resistant migraine: initial experience in japan and long-term outcome were reported in a research article in a subject population with multiple co-morbidities including patent foramen ovale, and migraine (with/without aura). A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
N/a.